Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy fluid and abdominal pain. The break in aseptic technique was further described as touch contamination. On the same day, the pt was hospitalized for the event. On an unreported date in the same month as the event, the pt was treated with ancef, fortaz, and vancomycin ip (dose not reported) for peritonitis. In the same month the ancef and fortaz were discontinued. Four days after admission, the pt was discharged from the hospital. On an unreported date the following month, vancomycin was discontinued and the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: the cause of the previously reported peritonitis was reported to be an unspecified malfunction of the minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.